Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error occlusion/failed to prime and was not working. The event occurred while setting up and testing before use on the patient. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection showed the device was in used condition. A review of the event history log found that the pump was logging downstream faults. During the functional testing, the pump failed to recognize that a cassette was attached. The cause of the issues was found to be an intermittent cassette detector sensor, which is part of the downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.